Manufacturer narrative:
Concomitant medical products: (cont.) 3888-28 x2 pain stim lead, implanted (B)(6) 1997 7425 pain stim ipg; 749851 neuro extension, implanted (B)(6) 1997 695758 lead, implanted (B)(6) 1984.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.